Manufacturer narrative:
Pending evaluation medical concomitant device(s): 02-010-03-0330 - logic cr femoral cem, right, sz 3 sn: (B)(4), 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t sn: (B)(4), 200-02-29 - three peg patella 29mm sn: (B)(4).

Event description:
It was reported that this 69 y/o female patient's right knee had a poly swap. Straight forward swap- no incidents. Patient was last known to be in stable condition following the event. Device is not returning, hospital will not release.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision was stated to be due to device recall; no other reason was reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported that this 69 y/o female patient's right knee had a poly swap. Straight forward swap. There were no reported issues with the surgical procedure. Patient was last known to be in stable condition following the event. Device is not returning, hospital will not release. New information on 24 aug 22 - the representative stated that the poly swap was due to the device recall. No additional information.

Event description:
It was reported that this 69 y/o female patient's right knee had a poly swap. Straight forward swap. There were no reported issues with the surgical procedure. Patient was last known to be in stable condition following the event. Device is not returning, hospital will not release. New information on 24 aug 22 - the representative stated that the poly swap was due to the device recall. No additional information.

Manufacturer narrative:
New information requires a new investigation. Pending investigation. These devices are used for treatment not diagnosis. No other information is available.

Event description:
Additional information-it was reported via legal documentation that the patient had a right total knee arthroplasty revision approximately 3 years, 6 months, after implant. The patient claims- pain, stiffness, discomfort, and weakness which in turn negatively affected mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. There is no other information.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.